Event description:
It was reported that there was difficulty encountered while advancing and removing a lead in a case where the implantable neurostimulator (ins) was being moved from the back to the front. It was noted that the plan was to keep all of the product, but just add extensions. It was noted that the lead was disconnected and they had difficulty loosening the lead as it seemed like the set screw was stripped. It was noted that the health care professional was able to get the lead out and that there was residue on the lead and felt sticky. It was noted that the residue was dark yellow and there was no history of infection in the ins site. The reporter stated that the health care professional was trying to reinsert the lead into the header but could not because of the residue. It was noted that the multi lead trailing cable would be used to test the lead to determine if it was viable and may end up swapping all of the product eventually. The reporter noted that an impedance check was done before the case and everything was in range. However, ever since the health care professional removed the lead from the header block, they had been high. The reporter noted that some of the protective coating seemed to have separated from the lead wires and the wiring was exposed. It was noted that the health care professional tried wiping down the lead several times, but was not able to remove the residue. It was noted that the therapy was working very well until the day of the report. The reporter was not sure whether the health care professional used cautery on the day of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. Product ID neu_unknown_lead, product type lead. (B)(4).